Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are : product ID: tm90t0 serial# (B)(6) ubd 2025-01-23 UDI# (B)(4). H3; analysis found ¿micro usb charge port pins are bad- tm90 micro usb port/hub is visually damaged (pins are broken)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# (B)(6), product type accessory, section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported the communicator was "not taking a charge" since yesterday. The patient stated they either "pushed it too hard or it got stuck" and was fully charged yesterday but it won't charge now. An email was sent to the repair department for a replacement device. Device won't charge. The patient states they think something broke off inside. No patient harm reported.